Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced eye pain and blurred vision for 20 hours. The patient was hospitalized on the 15th postoperative day and was diagnosed with acute iridocyclitis and suspect endophthalmitis. An anterior chamber irrigation and fascia capsular injection were performed. The operation was successful, postoperative anti-inflammatory, anti-infective and nutritional nerves, improved circulation and other treatment given. The aqueous humor and vitreous humor were cultured for 72 hours to grow aseptically. The patient was discharged 5 days later and was given non-steroidal eye drops, steroid/antibiotic eye drops, ointment and an antibiotic ophthalmic gel. Supplemental tablets were also given.